Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 600 mg/dl. Troubleshooting was performed and found that the insulin pump had alarmed low battery and off no power. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow, once the analysis has been completed.